Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd administration set for a pump tubing was leaking at the filter. No reported adverse effects.

Manufacturer narrative:
One cadd administration sets was returned for analysis. The samples were visually inspected at a distance of 12" to 24" under normal conditions of illumination. The samples received were visually inspected and no abnormality were detected. Leak testing on the samples received were performed using hydrostat vessel to look for unusual functions; no leaks were detected, successfully passed. Due to the fact there was no lots for p/n 21-7339-24 programed to be manufactured in the near future, per previous complaints a review of the manufacturing process for p/n 21-7359-24 l/n 3730590 was conducted by quality engineer on 12-nov-2018, in order to verify that there are no situations or practices that could create the event as described "leak at the filter". Root cause cannot be determined since the complaint was not confirmed due to the fact the sample successfully passed testing. No corrective actions are required since the complaint was not confirmed. However, production personnel were notified by quality engineer on 12-nov-2018 as awareness of the defect reported by the customer.